Event description:
It was reported that "staple jamming and no used on a patient." No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Part number 528135 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 20 staplers were taken from the current production from part number 528235 visistat 35w 6/box lot# 73a2400222 the staplers were functionally inspected and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.